Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3 (device evaluated by MFR), h6: investigation summary. Investigation selection: investigation site: cq zuchwil, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the received chip/splitter in a badly condition, but we are able confirm the aqua colour (light blue), as the reported nail (472.111s) and blade (04.027.056s). On the basis that we have such a small chip/splitter we are not able to confirm, if it is the reported nail (472.111s) or blade (04.027.056s). Dimensional inspection: a ¿dimensional inspection¿ is not possible based on the small size and as it such badly damaged. Document/specification review: drawings and revisions are in accordance to DHR of production lot: l672566. All relevant features are defined on the used drawing revisions of DHR of production lot: l672566. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that high applied mechanical force could have led to this damage. Furthermore, we are not able to confirm if the received small chip/splitter is from the reported nail or blade, as on the basis of the latest drawings both articles are made from the same raw material (titan). The complaint is confirmed, as we have received a chip/splitter in aqua colour (light blue), which are able to confirm that the colour matches with both articles. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 472.111s, lot: l672566, manufacturing site: bettlach, release to warehouse date: dec 05, 2017, expiry date: nov 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. An aqua colored fragment of the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an implant surgery with the proximal femoral nail antirotation (pfna) system. When the surgeon tried to close an incision after implanting, he found that a metallic fragment remained on the soft tissue. The surgeon could remove the fragment, and the surgery was finished. The fragment might be generated from the implants. Patient outcome is reported as stable. Only the fragment will be shipped for investigation, and the implants will not be shipped. No further information is available. Concomitant device reported: guide wire (part #: 356.830s, lot #: unknown, quantity #1). This report is for one (1) pfna nail. This is report 1 of 2 for complaint (B)(4).